Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and subsequent modality change to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not confirmed, it is suspected that the cause was touch contamination. The culture results of coagulase negative staphylococcus supports that statement as this is an organism that is part of the normal human skin flora. Due to its ability to create a biofilm, it¿s important to assess the need for removal of indwelling devices such as catheters. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported during a follow-up call for an unrelated issue that a peritoneal dialysis (pd) patient was being transitioned to hemodialysis (hd) therapy after being diagnosed with peritonitis. The peritonitis was reportedly not related to pd treatment. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing fever and high pulse (values not provided) on (B)(6)2024. The patient has a long history of unspecified cardiac issues; therefore, the physician instructed the patient to go to the emergency room (ER) for suspected cardiac problems. The patient had cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The cultures resulted positive for coagulase negative staphylococcus (no species provided). The antibiotic regimen information was not provided. The patient¿s physician was concerned for sepsis due to the cardiac history and it was determined to have the pd catheter removed. The pd catheter was removed on (B)(6) 2024 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and is training for home hd. The modality change to hd is permanent. The suspected cause of the peritonitis event was touch contamination. No further information was provided.

Event description:
It was reported during a follow-up call for an unrelated issue that a peritoneal dialysis (pd) patient was being transitioned to hemodialysis (hd) therapy after being diagnosed with peritonitis. The peritonitis was reportedly not related to pd treatment. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing fever and high pulse (values not provided) on (B)(6) 2024. The patient has a long history of unspecified cardiac issues; therefore, the physician instructed the patient to go to the emergency room (ER) for suspected cardiac problems. The patient had cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The cultures resulted positive for coagulase negative staphylococcus (no species provided). The antibiotic regimen information was not provided. The patient¿s physician was concerned for sepsis due to the cardiac history and it was determined to have the pd catheter removed. The pd catheter was removed on (B)(6) 2024 and the patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and is training for home hd. The modality change to hd is permanent. The suspected cause of the peritonitis event was touch contamination. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.